Event description:
A trial patient reported they had a bladder infection during the trial and did not mention to slink during the time of the trial. The patient did not realize it until after the went back for a follow up appointment with their healthcare professional (hcp). Additional information reported by a hcp reported the patient had inconclusive trial. The hcp noted a follow up phone call to the patient and the patient reported a uti symptom. The patient took cranberry juice the patient did not come in for a u/a or culture. The hcp noted a it was not a documented uti. The hcp noted it certainly interfere with results. The hcp recommended staged or long term or prolonged trial. The indication for use is unknown.